Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 1.5 years post-implant, it was reported that the pt was readmitted into the hospital for dyspnea and hemolysis. The patient's ldh was >1900, bilirubin was decreasing and plasma free hemoglobin was normal. An echocardiogram was performed and indicated that the left ventricle was unloading well with no aortic valve opening. A chest CT scan indicated no pulmonary congestion and further eval of the pt is scheduled.

Manufacturer narrative:
The pt remains on lvad support with the pump. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.